Event description:
A teleconference was conducted on (B)(4) 2011 by the (B)(4). The purpose of the call was to inform our firm of the results of a study of (B)(4) in tap water requested by health authorities in (B)(4) and (B)(4). The purpose of the (B)(4) study was to identify risk factors for (B)(4) that could be modified to prevent (B)(4) infections from occurring. For the study, the case definitions were signs and symptoms of (B)(4), verified by laboratory diagnosis after (B)(6) 2008. Pts were interviewed and products were identified using visual aids. (B)(4). This number is consistent with or below market share for this lens. No individual identifying information was provided for any of the pts. Additional information regarding the pts involved was requested from the investigator. The investigator replied that the cdc does "not release this type of information from outbreak investigations" as "it might be personally identifiable." If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No evaluation will be performed. No conclusion can be drawn.